Event description:
It was reported that a revision surgery was performed on the right hip due to elevated metal ion levels and grayish fluid. Bilateral patient. MDR for left side was already submitted under 3005975929-2018-00199.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to elevated metal ion levels and greyish fluid. During the revision the hemi head, modular sleeve and bhr cup were removed. The stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. According to the provided revision report, the patient had pain, elevated blood metal ions and normal inflammatory markers. During the revision, a thick capsular scar, grayish but clear joint fluid, dry avascular lymphocytic response tissue in the femoral head were noted. The final diagnosis was toxic effect of metal and metallosis. Review of the provided implantation and revision report did not reveal any inconsistencies related to the surgical technique or other findings that could have contributed to the reported reasons for the revision. Without additional documents such as a histopathological report, x-rays further investigation of the reported issues cannot be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
Implant date/explant date corrected. Smith + nephew is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith + nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith + nephew, or its employees, that the report constitutes an admission that the device, smith + nephew or its employees caused or contributed to the potential event described in this report.